Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 6 am on (B)(6) 2019. She reported that she manages her diabetes with oral medication, diet and exercise and in response to the error message, between 2 april and 3 april 2019, she decreased her dose of normal medications. She reported that she did not take any ¿glyburide¿ where she would usually take 2.5 mg. The patient alleges that 7-8 hours after the meter issue began, she developed symptoms of ¿numb feet, heavy sleepiness, itchiness in legs, shakiness, not able to sleep, frequent urination. The patient reported that she did not receive or require any treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and that when the battery was removed, the power button held down for 5 seconds and then the battery replaced the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.